Event description:
It was reported that the right ventricular (rv) lead was delivered with damage to the outer packaging. Upon opening the product, it appeared that there was damage to the internal packaging as well. It was unsure if the product remained sterile. The lead was not used. No patient complications have been reported as a result of this event.